Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of stent prematurely deployed. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within a patient on (B)(6) 2013 during a gastroscopy procedure. According to the complainant, the patient previously underwent a billroth ii surgery and subsequently developed an anasto-motic stricture. The indication for the stent placement was for treatment of the anastomotic stricture. The patient's anatomy was not reported to be tortuous. Prior to the procedure, the physician noted that due to the nature of the anatomy, the stricture could not be reached using a gastroscope. Therefore, the physician elected to use a colonoscope and place a wallflex colonic stent. During the procedure, the stent was attempted to be deployed within the target lesion. However, the stent was difficult to de-ploy and as a result, the white handle detached. According to the user, when approximately 50% of the stent was deployed, it prematurely released into the patient and was implanted in the wrong location. The stent was left implanted and a second wallflex enteral colonic stent was placed. The procedure was completed with these two stents. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. It is important to note that per the directions for use (dfu) of the wallflex enteral colonic stent system, the "device is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures". However, according to the complainant, the stent was used to treat an anastomotic stricture following billroth ii surgery.